Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl). The pod was worn between 5 and 24 hours on the hip/buttocks. Hyperglycemia treated with a pen correction.

Manufacturer narrative:
The returned device was evaluated and the download data generated an 0x40, rotational sensor maximum open count exceeded, alarm. An internal leak was found on the unexposed portion of the soft cannula, and insulin residue was observed on several internal components, including the commutator cap. The internally torn soft cannula is confirmed as the cause of the generated hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.